Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's usb cable was no longer able to charge the pump. There was no reported impact to customer's blood glucose level. It was indicated that the customer was able to charge the pump with an alternate cable.